Event description:
On 03/07/2008, hill-rom received a med watch report submitted by risk manager. Risk manager, alleged that five weeks earlier, a morbidly obese patient was receiving a bath and was turned toward the siderail. Risk manager alleged that the siderail dropped to the low position. Risk mgr alleged that staff assisted patient to the floor and patient was not injured. She reported that the siderails were checked on the month prior to original month, and she was unable to determine quote "whether the side rails are faulty (do not lock properly, gave out due to the patient's weight), or if the bed siderail was not in the complete locked position."

Manufacturer narrative:
Hill-rom first became aware of the alleged incident on 03/07/08 via a med watch report 2301650000-2008-8005 which allegedly occurred approx five weeks earlier on a rental bariatric bed. A hill-rom customer service manager tested the siderails and was not able to duplicate the alleged problem. Per the initial report, there was no injury.